Manufacturer narrative:
The product has not been returned for evaluation because it is still implanted in the patient's body. The batch file has been reviewed and the reservoir complies with the expected specifications. So, we cannot analyse and conclude on the root cause of this adverse event.

Event description:
On (B)(6) 2023, the patient underwent ommaya sac placement due to acute obstructive hydrocephalus. At 7 a.m. The next morning, ommaya sac was found to be blocked, and cerebrospinal fluid could not be extracted, so the purpose of surgery could not be achieved. Lumbar drainage was performed because ommaya sac was blocked and cerebrospinal fluid could not be extracted.